Manufacturer narrative:
Concomitant: product ID 7495-66, serial# (B)(4), implanted: 2001-(B)(6), product type extension. Product ID 3550-09, lot# lb2578, implanted: 2003-(B)(6), explanted: 2011-(B)(6), product type accessory. (B)(4).

Event description:
It was reported that two years after a lead revision due to their leads slipping the patient had another revision surgery because the leads had slipped again.